Event description:
It was reported that a patient death occurred. It was reported via social media that the patient had a watchman closure device implanted. At an unknown date post procedure, the patient experienced a cerebral vascular accident and the patient died.

Manufacturer narrative:
The event date and death date are estimated as january 2022.